Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 48 mg/dl when the customer's actual blood glucose level was 194 mg/dl. The customer performed troubleshooting and was advised that the sensor glucose and blood glucose different was not within acceptable range. The customer was advised to remove and replace the sensor. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was found to have a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.